Manufacturer narrative:
The device return has been requested and has yet to be received. Manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
A user facility in the (B)(6) reports an anterior vitrector ¿not cutting¿ during a procedure. It is unknown if aspiration continued when cutting stopped. A new cutter was used to complete the surgery. There was no patient impact reported.

Manufacturer narrative:
Product evaluation duplicated the complaint but noted that the bent needle may have caused the cutting issue and the root cause for the bend could not be determined. The vendor investigation report that was received noted that complaint was duplicated, and higher than normal cutter wear may be responsible for the for the bad single cut performance and this wear may be caused by the large bend angle. Due to the damaged, dirty condition of the returned cutter it is not possible to determine the root cause for the bent needle. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. The investigation is complete.

Manufacturer narrative:
One opened vitrectomy cutter was returned in a plastic bag, in the original pouch. No other content was returned. The tip protector was not returned. The needle is slightly bent and the port windows are in the opened positions. The cutter appears to be used. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connector was inspected and no defects were found. A functional test was performed. The cutter did not cut. The inner needle is binding up and not reaching the cutting edge. The product will be sent to the vendor for further evaluation. The investigation is ongoing.